Event description:
It was reported that during an implant procedure the nut became detached from the implant. The physician confirmed all components of the implant were removed, and a new device was used and resulted in successful implantation.